Manufacturer narrative:
The blade subject to this event was returned to the MFR for eval. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.

Event description:
It was reported that during a knee implant procedure, the blade broke at the mount. It was also reported that there was a slight delay to the procedure and there were no adverse consequences for the pt. It was further reported another blade was readily available and the procedure was completed successfully.